Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix extended and retracted within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the helix had been extended and retracted approximately 20 times, the sensing measurements were too low. It was suspected that the helix may have been damaged. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.